Event description:
It was reported by the customer that upon removal, the spring wire guide (swg) separated inside of the pt. The physician performed a cut down to remove the swg. The swg was removed and there were no further complications to the pt.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.